Event description:
The plate bent while implanted. The surgeon reopened the patient and straightened the plate and applied additional support. The plate had two empty screw holes in the area of the fracture. The surgeon stated that the patient was non compliant.